Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels and trace ketones. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the cause of the high bg was due to an inaccurate insulin gauge that displayed 40-50 units of insulin when the cartridge was empty. Customer changed the cartridge to address high bg. No additional information was provided.